Event description:
Pt on a ventilator. This device is new with 64.49 hours on indicator. The device began to alarm, so pt was taken off and manually ventilated. A respiratory tech attempted to ventilate the pt. It was then noted that the vent was not expiring and the overpressure alarm would sound by the second inspiration. The pt was placed on another ventilator without incident. The suspect vent was brought to biomed where it was connected to a test lung. The problem was duplicated in biomedical engineering.